Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported though follow-up obtained from the clinic that the patient¿s right ventricular (rv) pace/sense lead exhibited high threshold and increasing/undefined high pacing impedance. During the procedure to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) it was noted that the patient¿s left subclavian vein was occluded, and the first upgrade procedure was aborted. The rv pace/sense lead was explanted in the second procedure. The rv high voltage lead remains in use. No further patient complications have been reported as a result of this event.